Event description:
It was reported by service report that the brakes do not work. There was no patient involvement or adverse consequences to report.

Manufacturer narrative:
Result: brake cam assembly.